Event description:
It was reported while using an unspecified bd safety needle the safety mechanism failed to cover the needle, the needle pierced the shield, and the shield broke off of the needle. There was no report of patient impact. The following information was provided by the initial reporter: the cover being ¿offset, so not covering/closing correctly or covering the whole needle. The safety cover was bent, and didn¿t cover the needled when engaged. The safety cover broke off the syringe when trying to engage. Some team members have reported that the needle poked through the safety cover despite it being engaged correctly.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.